Manufacturer narrative:
The treatment tip and data card were returned to solta. Evaluation of the tip found no anomalies. Evaluation of the data card indicated error messages were prompted during treatment to alert the operator that the treatment tip was not in full contact with the skin. Failure to maintain constant force until the tone ends can result in an unsafe condition. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Burns, blisters, scabbing and scarring are known possible patient reaction to thermage treatment. The procedure may produce heating in the upper layers of the skin causing burns and subsequent blister and scab formation. There is a small chance of scar formation and application of topical steroidal or antibiotic preparations may be of benefit. Mild and moderate pain during treatment is also a known possible patient reaction to thermage treatment. Typically, the discomfort is temporary during the procedure and localized within the treatment area and rarely patients have reported transient aching in the treatment area lasting up to several months. Based on the available information, the root cause of the reported event could not be determined.

Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that during a treatment session on the face, the patient developed second degree burns (minor blisters) on the cheek and neck. Reportedly, good contact with the skin was maintained throughout treatment and the patient was alert and able to provide feedback during the treatment. The highest energy level used was 4.0 and no system errors occurred. The tip surface was inspected prior to use and re-inspected during treatment use with no anomalies noted. The patient was administered over-the-counter burn medication. According to the physician, the burns are expected to heal without scars with light pigmentation. Laser treatment will be used for the pigmentation.